Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was observed to have broken wires sticking out of the end of the shaft. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a reportable event; however, the broken cable, if to reoccur could cause or contribute to an adverse event.